Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This is potentially reportable because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 8/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/02/2016 with the following findings: the pump¿s alarm history confirmed an ¿ez-carb¿ bolus delivered on (B)(6) 2016 at 1:24 pm followed by an ¿ez-bg¿ bolus recorded on (B)(6) 2016 at 7:04 pm. The remaining insulin-on-board (iob) was 0.08 units at the time of the ¿ez-bg¿ bolus. A review of the pump¿s user settings showed that the iob duration was set for 3 hours. The pump¿s ¿ez-prime¿ steps were performed correctly. A 10.0 unit normal bolus was programmed and delivered during the investigation with the iob turned on and set for 1.5 hours. After 1.5 hours, the iob remaining according to the status screen 2 and in advanced bolus screens still showed a remaining iob of 0.20 units. The iob algorithm was functioning in a way that was different compared to the user¿s expectation. The remaining bolus delivery amounts of 7% or less is part of the normal functionality of the vibe insulin pump and does not represent any risk to the user. Unrelated to the initial complaint, it was observed that the battery compartment was cracked below the grip pad.